Event description:
Equashield adapter 1 and 2 being used for chemotherapy infusions. A number of events have occurred where the infusion occludes. Problem solving of tubing and pump all lead to equashield not functioning as intended. Have been unable to "test" devices due to drugs. Submitting as a voluntary report. Drug representative is aware and will investigate and provide continued education to staff using product.